Event description:
The following was reported to davol: contact in china reports post-op complications and explant of the mesh. The patient was treated for excision of low rectal cancer and parastomal hernia repair via endoscope herniorrhaphy. (The operation time was unclear). Surgeon was the head of hernia and abdominal surgery. Surgeon used permafix (device 1) to fixate the speramesh ip (device 2) with the permalfix device to fixate the sepramesh ip several fasteners would not deploy adequately to the tissue, and fell off. The number of fasteners is unclear. As understood the surgeon removed the fasteners from the sit during the procedure. The surgeon placed additional fasteners from the site during the procedure. The surgeon placed additional fasteners near the, "fall out" site and performed suspension with several stitches at ther site. The surgeon reports that the patient was overweight, thus not easy to fixate the mesh. Five days after the implant of the mesh another operation was performed finding intestinal rupture and content overflow as well as local abdominal infection. The mesh was removed from the site due to contamination. Surgeon does not believe the mesh caused the problem that was experienced. The cause for intestinal rupture was uncertain. During the procedure no free fasteners were found.

Manufacturer narrative:
At this time no definitive conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. As reported surgeon took steps to adequately fasten the mesh, after having some difficulty fastening to tissue. As indicated by the surgeon the patient's weight likely contributed to the problem experienced. At the time of the implant it was believed that any free fasteners were removed from the site, and during the revision no loose fasteners were found. The surgeon indicated that the sepramesh ip was not the cause of the post-op problem experienced by the patient, and was explanted due to contamination from bowel content. See MDR 1213643-2015-00219 for information related to the permafix device. Note: the information provided by bard represents all of the known information at this time.